Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that an expired product was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: corrected: no hospitalization- initial or prolonged occurred as a result of this malfunction. The patient was not revised and no medical intervention took place. Unknown shell pnunk lnunk unknown liner pnunk lnunk unknown stem pnunk lnunk reported event was unable to be confirmed due to limited information received from the customer. No device or photos were received as the component remains implanted. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. From the available information, the root cause can be attributed to use error as the sterile date was not checked before implanting it into the patient. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.